Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Tech states the provider states the end user alleges the chair will drive for a bit and then the chair will slow down and stop, no error codes.